Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#/serial#: (B)(6), product type: recharger. Product ID: 97755, lot#/serial#: (B)(6), product type: recharger. Correction to a4: weight changed to 206. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97755, lot#/serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was placed too close to right outer side of lower back. It was reported that the donut still works off ins when charging and it took over 2 hours to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that this was the second time the patient had seen "system problem. Rm04", while charging ins in the past 3 months. He had the rtm replaced due to ins taking longer than expected to charge when he charged the triangle on the donut ring have to be directly over his implant to get excellent recharging quality. Replacement rtm didn't resolve that issue so patient was going to consult with healthcare professional (hcp). The issue continued where some days he was able to charge ins in under an hour but other days it took him over 1.5 hrs because he still had to place the triangle on the donut ring of rtm directly over implant to get excellent recharge quality and thought that the hcp just put the implant in an awkward spot. He had an appointment with his hcp on (B)(6) 2020 and was going to talk to hcp about implant being located in awkward position. Patient also noted he was going to reach out to manufacturer representative to see if she could do reprogramming at (B)(6) appointment. No patient symptoms were reported.